Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,g3,g6,h2,h6(medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: h6(medical device problem code). A getinge field service engineer (fse) inspected the unit and no malfunction was found. There was no patient involvement and no harm was reported. The unit passed all functional and safety tests in accordance with the factory specifications and was return for clinical use.

Event description:
N/a

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had stopped working upon setup during prior to use. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.